Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the pump received no delivery alarm. The customer¿s blood glucose level at the time of incident was unknown. The customer performed 5.0 unit fixed prime and the insulin did not exit and the pump alarmed no delivery. The customer removed reservoir and performed rewind and pump alarmed with no reservoir detected. The customer was unable to determine cause of alarm without complete set change. The insulin pump will not be returned for analysis.